Event description:
It was reported that the customer was hospitalized for hyperglycemia. The blood glucose reading at time of the call was 300mg/dl. The mother stated that her daughter was very sick. It was reported that the insulin pump alarmed no delivery several times. Troubleshooting was declined. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.